Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation: a visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completely without the failures. The valve actuation test and the system air leak test passed. The load cell value and verification was within tolerance. The teach pumps test and the patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. A device manufacturing record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device MFR's eval.

Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support stating that he was not draining enough fluid during this treatment. He added that his last drain was very large. The pt felt no discomfort treatment data provided by the pt at time of call: drain 0: 756ml; fill 1: 2203ml drain 1: 1605ml; fill 2: 2203ml drain 2: 2633ml; fill 3: 2203ml drain 3: 2496ml; fill 4: 2204ml drain 4: 1740ml; fill 5: 2203ml drain 5: 1702ml; fill 6: 2203ml drain 6:4789ml. The reported drain volume of 4789ml was 218% over the expected drain volume which resulted in a reportable device malfunction. Upon f/u with the pt's pd nurse, she stated that she was aware of the pt's large drain. She confirmed there was no serious injury or need for medical intervention during or following the event and the pt was asymptomatic. The cycler was replaced the following day and there were no add'l issues. There were no missed treatments. There was no serious injury as a result of this event. The pt remains with the ccpd program.